Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up.. The receiver case was opened to download data log directly from the ui pcba board. The findings found no rang data in the log. The reported event of initializing screen without manual restart was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up. Functional testing was unable to be performed. The receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart was unable to be confirmed during log review because there was no data available found for the range of incident. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.